Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion and displacement tests. It was unable to prime during prime test due to faulty force sensor. No motor error alarm noted. Motor tested outside device and passed. Unit had cracked display window, cracked case near display window corner, reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, broken battery tube threads, battery cap, stained address serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error following the completion of a bolus. The customer did not know the blood glucose reading. The customer stated that she received the alarm after a bolus, and when she tried to rewind the insulin pump, it alarmed motor error twice more. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.